Manufacturer narrative:
A review of the device history record shows that the order was built to specification. The returned sample was visually and functionally tested and passed testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received at the manufacturing site and it is awaiting evaluation. (B)(4)

Event description:
A customer that the aspiration stopped at first step during a cataract surgery. The product was replaced and the procedure was completed without consequences to the patient. A product sample has been requested for evaluation.